Manufacturer narrative:
(B)(6). Device manufacture date: february 13, 2018 - february 15, 2018. The actual device was not available; however, eighteen (18) companion sample were received for evaluation. A functional test was performed by filling all of the samples with 120ml of dextrose solution. During and after fill no evidence of rupture was observed from the bladders of any of the devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured while being filled with an unspecified chemotherapy solution. There was no patient involvement. No additional information is available.